Manufacturer narrative:
Root cause of the non-reproducible result is unknown. Qc was in range at the time of the event. Service went on site and found no issues. No conclusions can be drawn. No further investigation is required. The interpretation of results section of the instructions for use states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Customer observed a low advia centaur xp ft4 result that was not reproducible with repeat testing. The physician questioned the result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the low advia centaur xp ft4 result.